Manufacturer narrative:
(B)(4). The involved picco catheter was returned for investigation. During investigation, no deviations from the specification potentially causing the reported issue could be detected. A review of the DHR could not identify any non-conformities or deviations relevant to the reported issue. Received information from the customer revealed that the guidewire was withdrawn against the cannula. The bends identified during microscopic inspection indicate that the guide wire was inserted and/or withdrawn with excessive force. As the IFU indicates: ¿use of excessive force may tear off the guide wire. Therefore, guide wire and catheter are to be removed simultaneously.¿ and: ¿do not withdraw guide wire against needle bevel to avoid possible severing or damage of guide wire.¿ the root cause for this issue is seen as a handling error by the user, not following the IFU. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Further information surrounding the event has been sought and the involved product was requested for investigation. A supplemental medwatch report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that the guidewire got stuck during the insertion procedure of the catheter. The issue occurred during retraction of the guidewire against the cannula. Catheterization was finally performed with another catheter. It was reported that no clinical consequences occurred due to this issue. (B)(4).